Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340-345 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.